Manufacturer narrative:
H11 - corrected data: h6 - medical device problem code - add 4043 -separation problem. Investigation conclusion the investigation of the returned coil system found the implant coil kinked, deformed, and stretched at the proximal end. The pusher bodycoil was found stretched and broken at the transition area, which is consistent with the break condition described in the reported event. However, due to the broken pusher, the investigation could not test the continuity and resistance of the electrical circuit to assess whether a condition existed that would have caused or contributed to the alleged detachment issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched and broken pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's yield and tensile strength. The detachment controller used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported detachment issue.

Event description:
No additional incident information was received; however, the evaluation of the returned device is completed. Please see h6 &h11.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that the coil was being used in an unspecified embolization procedure. After deploying the coil, detachment was unsuccessful. When attempting to retrieve the coil back, the pusher was detached from the coil and not at the detachment point, but around 60 cm below the detachment point. The physician removed the microcatheter and the coil with it and no part of the coil was left behind. There was no patient harm or intervention. Competitor coils were used to complete the case.